Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the reporter: the balloon broke during surgery. Another device was opened and used to complete the procedure. No bleeding occurred. No tissue damage occurred. Nothing fell into the patient cavity. There was no harm to the patient. Operative time was not extended.

Manufacturer narrative:
(B)(4).